Event description:
A surgeon reported that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. The damage was noted after insertion, and the surgical incision was widened to facilitate removal. The surgeon stated that during the procedure a capsular bag tear occurred but that the tear was unrelated to the product.